Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the main keypad assembly. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device intermittently would not power on or off. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly. It was observed that the left side of the button was worn and required greater force for the button press to be recognized. The right side of the button operated normally.

Event description:
The customer contacted physio-control to report that their device intermittently would not power on or off. There was no patient use associated with the reported event.